Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: sleeve gastrectomy. Detailed description of event the retrieval bag ripped when trying the remove the specimen from the abdominal cavity, the surgeon had removed the top half of the bag from the incision and was pulling it to remove the specimen (stomach) from the abdominal cavity and the top half of the bag ripped away from the bottom half of the bag, causing the specimen to fall back into the abdominal cavity. Patient status: no patient injury has been reported. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: sleeve gastrectomy. Detailed description of event: the specimen from the abdominal cavity, the surgeon had removed the top half of the bag from the incision and was pulling it to remove the specimen (stomach) from the abdominal cavity and the top half of the bag ripped away from the bottom half of the bag, causing the specimen to fall back into the abdominal cavity. Additional information received from applied medical representative via email on 27-jul-22: no other instruments were used during the use of the inzii bag. The port site was not enlarged prior to the bag break. The lower half of the bag was completely detached and all the pieces of the bag were retrieved from the patient. The specimen was not diseased, it was a section of stomach from a sleeve gastrectomy. They weren¿t sure how the specimen was removed, but they said some was removed in small pieces through the ports. Patient status: no patient injury has been reported. Type of intervention: ni.